Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -03.50/+2.0/088 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting and lens rotation. The lens was replaced with a longer lens and the problem was resolved. The patient is happy. The cause of the event was unknown. Corrected data: d2: common device name: phakic toric intraocular lens, product code: qcb. E1: address: (B)(6). Claim # (B)(4).

Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race, date of event, expiration date, implant date, explant date, and device manufacture date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The lens was reported as low vaulting, with lens rotation. The lens remained implanted. Additional information has been requested but none has been forthcoming.